Event description:
It was reported that the customer experienced a low blood glucose (bg) however, a specific value was not provided, cause was unknown. Customer required assistance addressing bg with carbohydrates and glucose gel. Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.